Event description:
It was reported that a motor stall occurred due to the patient having an MRI procedure. It was reported the motor stall recovered after the MRI. The device system was used to deliver an unknown drug.

Manufacturer narrative:
Product ID 8711 lot# j11190r58, implanted: 2003 (B)(6); product type catheter product ID 8703w lot# l57743, implanted: 1999 (B)(6); product type catheter. (B)(4).